Event description:
The patient contacted animas on (B)(6) 2012, reporting that the pump became hot to the touch and left a small rash or burn on the skin. The patient reported using a medicated ointment on the area and the rash/burn went away after a few days. The patient did not need to seek medical intervention related to this issue. The patient reported that the pump was exposed to moisture but there was no known signs of moisture ingress into the pump. The patient did admit to dropping the pump a few times but there was no known damage to the pump. The patient reported that while holding the pump in a hand that the back of the pump felt warm. This report is made based on the allegation that the pump become hot to the touch.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation follow-up #1 submitted (B)(4) 2013: the device was returned to animas and evaluated by product analysis on (B)(4) 2013 with the following results: no defect was found. The complaint regarding pump and battery overheating could not be duplicated during investigation. No activity related to the complaint was observed in the black box or download history. Pump powered on normally and was exercised for 24 hours, no overheating or alarms were duplicated. Pump electrical current draws were found within specification. Battery was not returned with pump for investigation. Battery compartment and cap are intact with no physical damage or evidence of moisture damage. Pump cover was removed no evidence of internal moisture found. No defects found to power flex, battery connections.